Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00470. It was reported one of the patient's cervical leads migrated. The issue was confirmed via x-imaging. Reprogramming did not resolve the issue. In turn, surgical intervention may take place at a late date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00470. It was reported one of the patient's cervical leads migrated. The issue was confirmed via x-imaging. Reprogramming did not resolve the issue. In turn, surgical intervention may take place at a late date to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.